Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2023 the reporter considered abnormal uterine bleeding and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2023. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pelvic pain [pelvic pain]. Abnormal uterine bleeding [abnormal uterine bleeding]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (robotic-assisted hysterectomy plus bilateral salpingectomy.). Essure was removed on (B)(6) 2023. At the time of the report, the outcome of abnormal uterine bleeding was unknown. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: pre and post operative diagnosis: abnormal uterine bleeding, foreign body in uterus. Gross description: received in fixative labeled uterus, tubes is uterus with attached cervix and attached bilateral fallopian tubes. Within the fallopian tubes are coiled metallic wires grossly consistent with contraceptive device. Diagnosis : uterus, bilateral fallopian tubes, excision benign uterine adenomyosis, mild benign proliferative phase endometrium unremarkable cervix unremarkable fallopian tubes with intact contraceptive devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jan-2025: medical record received. Surgical pathology report added. New reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.